Event description:
Consumer reports not getting accurage results. Comparing readings against another meter. Analysis run on clark error grid using competitive reading 254 as ref. Point vs. Bd readings (132) yielded data points in the d range of the grid, outside of acceptable limits.